Manufacturer narrative:
Concomitant medical product: imd49jb53 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited low impedance. It was noted that lead warnings had been triggered for the ra lead and rv lead. The ra lead and rv lead were reprogrammed to unipolar pacing and sensing, and remain in use. No patient complications have been reported as a result of this event.